Manufacturer narrative:
(B)(4).

Event description:
The manufacturer service technician reported that during pm service the unit is not working on battery power. The customer reported the unit was not in use on patient.